Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication cannot be determined. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in a subsequent procedure. This complaint is being reported due to the following conclusion: during a da vinci assisted benign hysterectomy surgical procedure, the surgeon observed bleeding from the vaginal cuff. The surgeon converted the case to open surgery in order to control the bleeding and repair the vessel. The cause of the intra-operative injury is unknown. There is no specific allegation that a malfunction of a da vinci product occurred.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the uterus was removed vaginally, the surgeon proceeded to close the vaginal cuff and performed a left salpingo-oophorectomy. As the procedure continued, the surgeon observed abundant bleeding from the area of the vaginal cuff. They attempted to find the source of the bleeding and repair, but after 25 minutes the surgeon made the decision to convert to open surgery to locate the bleeding site. On (B)(6) 2022, intuitive surgical, inc. (Isi) received additional information about the complaint: the patient's blood loss was not a result of the use of an isi product, the system, and the da vinci procedure did not contribute to the patient¿s bleeding. The case was converted because the surgeon could not see the source of bleeding. The patient tolerated the conversion and open procedure. There was no issue noted during the set up of the system and the system was inspected prior to use. There was no issue with port placement and the conversion was not related to an instrument or system problem or failure. The case had been in progress for 3 hours and 20 minutes when the patient¿s bleeding issue occurred. The source of the bleeding was not noted. There were no reports of post-operative complications related to the conversion. No video of the procedure was available for review.